Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), the operative report was received. The cause of death was not provided or could it be learned. It was also noted that the device was not explanted; therefore, the device is unavailable for evaluation. A device history record review is in process. Device not returned.

Event description:
It was reported that during a total knee procedure that the blade broke. It was further reported that all pieces were retrieved.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired, due to unknown reasons. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of two months prior, the patient had the valve implanted to correct the aortic stenosis. After the device was implanted, it was noted that "the aortic valve was functioning well." The surgeon "discussed the patient's poor heart performance with the family." "I told them I am not sure how long the patient will be able to sustain her blood pressure as her heart function is really borderline."